Event description:
It was reported that cgm displayed error message while customer was using sensor. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset procedure, cgm error did not recur after reset, and customer successfully started new sensor session with no further issues reported.